Event description:
It was reported that the patient was symptomatic and that the ventricular lead had a lead warning. It was also reported that the ventricular lead had low impedance and that the unipolar impedance was greater than the bipolar impedance. The ventricular lead will be monitored and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.